Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an app crash error occurred. It was determined that the issue was related to the mobile application. Data was provided for evaluation. The complaint confirmation was confirmed via data. The root cause was determined to be an sql error. No additional patient or event information is available.